Event description:
Customer reports that after using these gloves continuously for about 2 months some health care workers (at least 10) have experienced dermatitis on the back of their hands. They reported redness and chapped skin as well as white blisters. After a 3-day rest period without using the gloves, the irritation improved. No medical intervention required. This is two of ten medwatch reports for this event.

Manufacturer narrative:
Date sent to FDA: 7/29/1998. Summary of investigation. A review off lot records indicated no abnormalities/deviations that would account for the reported event. There were two unopened samples returned for analysis. The following tests were performed on returned and inventory samples: 1) accelerated ("mbt") concentrations. 2) modified lowry natural rubber latex testing. 3) "namsa" - skin irritation test in the rabbit. All results were within expected ranges, therefore, mfg was unable to identify a cause for the skin irritation.